Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). Per caller, they are doing an end of service (eos) device replacement with existing leads. When hcp tries to insert leads into new ins header block, they have been meeting with resistance and having a difficult time inserting the leads all the way into the header block. Backing out the set screws of the ins didn't resolve the issue or make lead insertion any easier. When they measured imped, they were all high, > 40 ,000. They then checked the leads in a wireless external neurostimulator (wens) and all lead pairs were showing values in low 1000's, ~ 1100-1500. The hcp did try inserting lead(s) at different angles into the header block but this didn't resolve the issue. When asked, caller doesn't know when pt last used their stim but does know the pt was getting good stim. No historical impedance info is known either. Due to persistent header block resistance and high impedances, they changed out the ins. The leads went into header block easily but impedances still showing high with values >40,000 ohms. They tested leads again in the wens and values were showing between 900-1300 in general when looking around at different pairs. They then reconnected to the ins again and there were some normal impedances (0,6,8) and others still showing high, over 40,000. They woke up the patient to check for stim response while connected to ins. Pt was feeling stim in left buttock at 3.5 when using electrodes on 0-7 side. But didn't get any stim response on high imped pairs. They went back to wens and imped showing all normal range. Pt got stim again in left butt and low back at 3.5 and 46 using electrodes on 0-7 side. Pt did not feel stim on 8-15 side when checking with wens. 8 thru 15 pairs were all showing high when connected to ins. They connected to the first new ins again and checked imped on 8thru 15 side and some of them had normalized to around 1000. #15 was showing >40,000. Pt was not feeling any stim on this side. Imped with 0 thru 7 electrodes looked better as well and most had normalized, except for #7 which was >40,000. With ins, the pt did feel stim using some 0 thru 7 electrodes in low back. They are going to stay with the first new ins and will send back the other new ins they opened. [See 708731623 for eos/eri and difficulty charging previous system]

Manufacturer narrative:
Continuation of d10: product ID 977c265 lot# serial#(B)(6) implanted: (B)(6) 2017 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #:(B)(6), ubd: 13-mar-2021, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 977119, serial# (B)(6), product type: implantable neurostimulator. Product ID: 977c265, serial# (B)(6), implanted: (B)(6) 2017, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-nov-26 rtg0943099 (rep): information was received from a manufacturer representative (rep) regarding a patient (pt) with an I mplantable neurostimulator (ins). Per caller, they are doing an end of service (eos) device replacement with existing leads. When hcp tries to insert leads into new ins header block, they have been meeting with resistance and having a difficult time inserting the leads all the way into the header block. Backing out the set screws of the ins didn't resolve the issue or make lead insertion any easier. When they measured imped, they were all high, > 40,000. They then checked the leads in a wireless external neurostimulator (wens) and all lead pairs were showing values in low 1000's, ~ 1100-1500. The hcp did try inserting lead(s) at different angles into the header block but this didn't resolve the issue. When asked, caller doesn't know when pt last used their stim but does know the pt was getting good stim. No historical impedance info is known either. Due to persistent header block resistance and high impedances, they changed out the ins. The leads went into header block easily but impedances still showing high with values >40,000 ohms. They tested leads again in the wens and values were showing between 900-1300 in general when looking around at different pairs. They then reconnected to the ins again and there were some normal impedances (0,6,8) and others still showing high, over 40 ,000. They woke up the patient to check for stim response while connected to ins. Pt was feeling stim in left buttock at 3.5 when using electrodes on 0-7 side. But didn't get any stim response on high imped pairs. They went back to wens and imped showing all normal range. Pt got stim again in left butt and low back at 3.5 and 46 using electrodes on 0-7 side. Pt did not feel stim on 8-15 side when checking with wens. 8 thru 15 pairs were all showing high when connected to ins. They connected to the first new ins again and checked imped on 8thru 15 side and some of them had normalized to around 1000. #15 was showing >40 ,000. Pt was not feeling any stim on this side. Imped with 0 thru 7 electrodes looked better as well and most had normalized, except for #7 which was >40,000. With ins, the pt did feel stim using some 0 thru 7 electrodes in low back. They are going to stay with the first new ins and will send back the other new ins they opened. 2025-dec-04 e1 (rep): additional information was received from the manufacturer representative (rep) stating the leads were wiped and reinserted several times then were able to be inserted all the way into the header block. Exact reason for high impedances were unable to be determined exactly. After testing stimulation as mentioned and going back to first battery again, we were able to get normal range impedences for 0-6, and 8-14. Physician elected to stay with that. Patient has not been seen post op yet so unable to determine of all of the impedences resolved. [See 708731623 for eos/eri and difficulty charging previous system].

Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6) revealed that the implantable neurostimulator (ins) passed functional testing; however foreign material was observed in the implantable neurostimulator (ins) connector port. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Device was returned for analysis, but analysis is not yet complete.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
"[See 708731623 for eos/eri and difficulty charging previous system]" in the b5 narrative was previously submitted in error, please disregard. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.